Event description:
The hospital reported that following four days of use for extracorporeal membrane oxygenation (ECMO) the bio-pump began to leak. The bio-pump was replaced with a second device. There was no reported effect to the patient.